Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer complained of a system lock up situation. There are no reports of pt injury or death associated with this event.